Event description:
On (B)(6) 2011, pt reported the infusion device does not properly display a2 low battery and e2 battery depleted error messages, and this has occurred a couple of times over the past couple of months. He also reported the infusion device displays e7 electronic error each time the infusion device is in the stop mode, and he has had to remove and reinsert the battery "around 50 times" for the error message to clear. The correct type of battery is used in the infusion device. The alarm history could not be verified, as pt was unable to remember when this occurred. Infusion device, battery, and battery cover were replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.